Event description:
It was reported that the smiths medical pump alarmed ?no disposable clamp tubing". Pump settings: rate 5.4. Ml/hr, res vol 139.7 ml, given 110.35ml. Air in tubing was noted. There was no injury to the patient. No further information available.